Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that three patients were incorrectly shown as preadmitted instead of admitted in the pyxis es server, preventing nurses from seeing the patients on pyxis devices. A technical support specialist (tss) reviewed server and identified that a duplicate visit state for the affected patients under the same visit identification (ID), with both preadmitted and admitted statuses present; orders were tied to the preadmit visit, which resulted in unavailability on the devices. This condition was determined to be caused by a missed or improperly processed admit discharge transfer (adt) admission (a01) message during an unplanned downtime, rather than a pyxis service or database issue, and no pyxis services were restarted or database changes made. Although the it/adt team attempted to resend the admission message and confirmed the account was correct in meditech, the patient status did not update due to adt message sequencing or formatting behavior. The tss advised the customer that the issue could not be corrected from the pyxis side and recommended coordination with the adt/interface team to verify event types, status values, and message sequencing. The tss then coordinated with the integration team, during which the issue was reviewed. Following the call, the customer confirmed that the patient visibility issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients' status was not correct on the pyxis server. The customer reported an unplanned downtime the previous night, and the following morning there were issues with two patients displaying as pre-admitted in the pyxis server despite being admitted. It and admissions were unable to resolve the issue, and nurses were unable to view the patients on the pyxis devices. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.